Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿paraplegia events and follow-up results after thoracic endovascular aortic repair¿ ji z, su c, yang b, yu y, ye w, chen y, huang h, shen z. Ann vasc surg 2025; 120: 382¿39 https://doi.org/10.1016/j.avsg.2025.06.039 a.2 & a.3 average. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿paraplegia events and follow-up results after thoracic endovascular aortic repair¿ the time frame of this study was over a five-year period. Unknown medtronic stent grafts and non-mdt stent grafts were implanted in the endovascular treatment of acute type b aortic dissections. The following adverse events occurred: paraplegia, paralysis, hypotension, ischemia patient mortality was reported but there is no causal link that an mdt stent graft caused or contributed to any deaths. No further information was provided pertaining to medtronic products